Event description:
The pt underwent a spinal procedure at t3/s1 for l1 burst fracture and stenosis using screws, rods, and cable for posterior fixation. While the surgeon was closing the operative site, the patient's blood pressure dropped and had cardiac arrest. After closed the operative site, the surgeon returned the pt to the supine position and performed cardiac massage. The pt was reported recovered. However, it was reported that the pt passed away the following day.

Manufacturer narrative:
The implants remain implanted, product return is not possible. Although we do not believe the reported event is the complication that associated with the product performance, manufacturer, or design, we are filing this MDR for notification purposes.